Event description:
The customer reported water leaks on the gantry water return manifold, pn 28-849851-00, hose adapter. There was no report of any injury to a patient or the user and no patient information was provided.

Manufacturer narrative:
Additional model #h29. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Varian has determined that a MDR is appropriate, as this malfunction creates an electrical hazard and, should it recur, could potentially cause a serious injury. The part was replaced and the device returned to normal operation. This issue has been referred to varian's CAPA program for further investigation. No additional follow up is anticipated at this time.